Event description:
Caller reported a malfunction on the pump with code malf 16 and confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by arranging a replacement pump with updated software for the customer. The customer was informed to put the pump into storage mode before returning it via ups using a provided return box and pre-paid label, and to program their settings and connect their cgm to the new pump. The customer acknowledged understanding all instructions provided by cts. The customer will use multiple daily injections (mdi) as a backup.